Event description:
The patient experienced right arm and leg muscle weakness one day post procedure. The patient had baseline focal weakness, speech aphasia, seizures, impaired cognition and drowsiness. The patient initially had physical therapy but then experienced additional weakness and occupational therapy was added as an additional intervention.